Event description:
A peritoneal dialysis registered nurse (PDRN) reported to Fresenius customer service that a PD patient passed away while connected to their Liberty Select Cycler. Additional information was obtained through follow-up with another PDRN from the patient¿s clinic. The patient was in treatment on the Liberty Select Cycler on (b)(6) 2026 when they were found unresponsive. 911 was called and cardiopulmonary resuscitation (CPR) was initiated. Emergency medical services (EMS) arrived. They were unable to revive the patient. The coroner responded to the patient¿s home. According to a patient contact, the coroner stated the patient had experienced a cardiac event. There was no end-stage renal disease (ESRD) death notification document on file.

Event description:
A PERITONEAL DIALYSIS REGISTERED NURSE ("[PD]"RN) REPORTED TO FRESENIUS CUSTOMER SERVICE THAT A PD PATIENT PASSED AWAY WHILE CONNECTED TO THEIR LIBERTY SELECT CYCLER. ADDITIONAL INFORMATION WAS OBTAINED THROUGH FOLLOW-UP WITH ANOTHER PDRN FROM THE PATIENT¿S CLINIC. THE PATIENT WAS IN TREATMENT ON THE LIBERTY SELECT CYCLER ON (B)(6) 2026 WHEN THEY WERE FOUND UNRESPONSIVE. 911 WAS CALLED AND CARDIOPULMONARY RESUSCITATION (CPR) WAS INITIATED. EMERGENCY MEDICAL SERVICES (EMS) ARRIVED. THEY WERE UNABLE TO REVIVE THE PATIENT. THE CORONER RESPONDED TO THE PATIENT¿S HOME. ACCORDING TO A PATIENT CONTACT, THE CORONER STATED THE PATIENT HAD EXPERIENCED A CARDIAC EVENT. THERE WAS NO END-STAGE RENAL DISEASE (ESRD) DEATH NOTIFICATION DOCUMENT ON FILE.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY. CLINICAL INVESTIGATION: THERE IS A TEMPORAL RELATIONSHIP BETWEEN PERITONEAL DIALYSIS THERAPY UTILIZING THE LIBERTY SELECT CYCLER AND THE PATIENT EVENT OF DEATH. HOWEVER, THERE IS NO DOCUMENTATION IN THE COMPLAINT FILE TO SHOW A CAUSAL RELATIONSHIP BETWEEN THE DEATH AND USE OF THE LIBERTY SELECT CYCLER. ADDITIONALLY, THERE IS NO ALLEGATION OF A DEVICE MALFUNCTION OR DEFICIENCY REPORTED FOR THIS EVENT. THERE WERE NO REPORTED ISSUES WITH THE PATIENT¿S TREATMENT PRIOR TO THE DEATH. PATIENTS ON DIALYSIS HAVE A SUBSTANTIALLY HIGHER MULTIVARIABLE-ADJUSTED MORTALITY THAN PATIENTS NOT ON DIALYSIS WHO HAVE CANCER, DIABETES, OR CARDIOVASCULAR DISEASE. THE CAUSE OF DEATH WAS CARDIAC RELATED, AND AMONG PATIENTS WITH END-STAGE KIDNEY DISEASE (ESKD), CARDIOVASCULAR DISEASE ACCOUNTS FOR APPROXIMATELY 50 PERCENT OF DEATHS. BASED ON THE AVAILABLE INFORMATION AND NO ALLEGATION OR EVIDENCE OF A MALFUNCTION OR DEFICIENCY, THE LIBERTY SELECT CYCLER CAN BE EXCLUDED AS THE CAUSE OF THE PATIENT¿S DEATH.

Manufacturer narrative:
Additional Information: D9, H3 Plant Investigation: The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a valve actuation test and a system air leak test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a Device History Record (DHR) review was performed and verified that the results of the in-progress and final Quality Control (QC) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.